Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the "the stapler did not sew the tissue over the all entire seam length," was the staple line incomplete (missing staples)? Or were staples seen in the tissue, however, were malformed (unformed, irregular in shape, etc.)? How was the procedure completed? Were there any patient consequences?

Event description:
It was reported that during a hemicolectomy, the stapler did not sew the tissue over the all entire seam length, however it pushed out the all cartridges from the reload.

Manufacturer narrative:
(B)(4). Batch # r58l4a. The analysis results showed that the tx60g device arrived with no apparent damage with a xr60g reload loaded on the device. The reload was returned void of staples.the device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.